Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on (B)(6) 2006, patient underwent following procedure: anterior lumbar interbody fusion l3-4, l4-5, l5-s1, application of bone dowels x2 to l3-4, application of cages x2 to l4-5 and l5-s1, anterior plate l3-4, l4-5, bone morphogenic protein, anterior discectomy at l3-4, l4-5 and l5-s1. Pre-op and post-op diagnosis: degenerative disc disease, discogenic pain. Per operative notes: ".. The midline was determined using fluoroscopy and then moving the c-arm to the lateral position 20mm distractor was inserted and the l5-s1 disc space was reamed to 29mm of depth. Two 20mm cages were then packed with bone morphogenic protein and put into place. At l3-4 the 20 mm distractor was inserted and the disc space was reamed to 29mm of depth and tapped, then followed by application of two 20mm bone dowels packed with bone morphogenic protein. At l4-5 level the 18mm distractor was inserted and the disc space was reamed to 29mm of depth and two 18mm cages were put into place. Ap and lateral fluoroscopy showed good position of the cages and the bone dowels. At l5-s1, a 23mm plate was put into place and this was then applied to the l5-s1 level vertebral bodies using 24mm screws. No complications were reported.." Patient alleges unspecified injury due to the use of rhbmp-2.